Event description:
Additional information was received from a representative affiliated with the urgent care and emergency room where the patient was seen. The representative confirmed that the patient was seen at the urgent care on (B)(6) 2018 with itching, irritation, pain and difficulty opening their right eye. No drainage or trauma was observed; there was no associated diagnosis. The patient was treated with pataday and advised to follow up with their eye doctor or local ER if they experienced visual changes. The next day, the patient visited the emergency room and presented with eye pain, eyelid pain and red eye. The patient was diagnosed with preseptal cellulitis of the right eye. They were prescribed tetracaine 0.5% drops and keflex 500mg capsules. The patient was discharged in stable condition. As described in the initial report, the patient was then treated from (B)(6) 2018 by an optometrist. Per the optometrist, the patient¿s event was not considered life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additional information was also received from another doctor seen by the patient. This doctor indicated that they first saw the patient on (B)(6) 2019. Upon examination, bulbar injection and anterior segment abnormalities of cells were observed in both eyes and central corneal infiltrates were observed in the right eye. The patient was diagnosed with anterior uveitis in both eyes and an infectious corneal ulcer located in the central 6mm of the cornea in the right eye. Lotemax gel was prescribed to treat the uveitis and vigamox was prescribed to treat the corneal ulcer. The doctor noted that the patient¿s eye issues occurred only when wearing the complaint lenses while also stating that the patient was not compliant with contact lens wear and care and that this is what caused the uveitis. The patient was seen for a follow up appointment on (B)(6) 2019 with this same doctor. The uveitis had resolved. The doctor observed a small scar on the patient¿s right cornea, inferior to the visual access and located in the central 6-8mm of the cornea. Dry eye was also noted. The doctor confirmed that the scar is not affecting the patient¿s vision. Finally, this doctor also reported that the event was not considered life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Based on all available information, no causal factors can be determined and no conclusion can be drawn. Corrected b3 date of event.

Manufacturer narrative:
The product was discarded and the lot number is unknown. Additional medical information has been requested but not received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported to a sales rep that a patient experienced redness, irritation, tearing and light sensitivity in both eyes and temporarily lost vision in their right eye after wearing contact lenses. The patient was seen by the doctor on (B)(6) 2018. After examination, a bulbar injection of the right eye and an anterior chamber reaction of 4 + cells + flare in the right eye were noted. The patient was diagnosed with unspecified acute and subacute iridocyclitis. The patient was advised to use a cold/warm compress, to temporarily suspend contact lens wear and was prescribed homatropine and pred forte to be used from (B)(6). The doctor indicated the likely cause of the event is anterior uveitis of unknown cause. The patient returned to the office on (B)(6) 2018 with continued pain and light sensitivity and elected to continue treatment with a different doctor. It was also reported the patient was under treatment of fml (fluorometholone ophthalmic suspension), tropicamide .5% and phenylephrine 2.5%. It is uncertain which doctor prescribed these medications. Additional information was obtained from the consumer. The consumer reported that they have recovered and are currently not wearing contact lenses. The consumer visited multiple doctors including an urgent care and emergency room. It was confirmed that one of the doctors was a glaucoma specialist who confirmed that the patient was not seen by their office for the symptoms experienced after wearing the contact lenses. Additional medical information has been requested from the remaining doctors but has not yet been received.